Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented to the clinic for a follow visit, with complaints of chest discomfort, pericardial effusion and infection was observed. Patient underwent a pericardial fluid drain procedure at this time. Physician suspected that the lead helix caused pericarditis however no evidence of perforation was observed. The physician was unable tell which lead may have caused the pericardial effusion therefore the whole system was explanted and a new system was implanted. There was no allegation of infection complaint on the device however. Prior to the operation lead diagnostics were stable. Patient was stable throughout the procedure.